Event description:
It was reported that the device would not power on with ac or dc power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further testing the removed power pcb assembly and determined that the cause of the reported failure was that there was an open in the pcb assembly between transistor q1 and pin 8 of integrated circuit chip u3. The cause of the open circuit was not determined.